Event description:
A malfunction was reported, indicated by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, but the malfunction recurred, leading to the decision to replace the pump. The customer was informed to use multiple daily injections (mdi) as a backup therapy.